Manufacturer narrative:
Updated h9: 2032227-060322-002-c medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had low battery life that only lasts for two weeks and the metal piece on the cap was already loose. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Retainer ring: clear. On (B)(6) 2021 customer alleged that low battery life that only lasts for 2 weeks and the metal piece on the cap is already loose. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case near the corner of belt clip rails, faded serial number label, keypad overlay texture damage. The unit was received without a battery cap. Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement tests; it failed self test. Thus software was utilized and uploaded trace/history files properly. No pump error was noted during testing, in the pump history file, in the long trace file, or in the power management graph. The adapt tool reveals that the customer received the following 104= low battery alarm around the event date: (B)(6) 2021 09:43:01.000, (B)(6) 2021 05:41:01.000, (B)(6) 2021 17:04:00.000, (B)(6) 2021 08:37:19.000 all of which occurred slightly less than the expected interval of 2 weeks of each other. The adapt tool also reveals that the customer removed the battery at the following times: (B)(6) 2021 19:22:22.000, (B)(6) 2021 15:30:08.000, (B)(6) 2021 08:37:18.000, (B)(6) 2021 17:35:04.000, (B)(6) 2021 17:43:04.000, (B)(6) 2021 17:53:00.000 to name a few. This is also within the two week period. Self test returned a pump error (variableinfo = 3). In addition to this, adjusted the audio options audio volume 1-5, and each setting sounded the same. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the unit. In summary, the customer did change the batteries within 2 weeks. The reason behind this is not due to the pump however as it passed the current measurement tests. On the other hand, the unit failed the self and audio tests. This is due to a broken trace at the u1 keypad assembly.